Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, noise resulting in oversensing and mode switching was noted on the right atrial (ra) lead. Technical support was contacted and recommended replacement of the ra lead to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.